Event description:
A discordant, (B)(6) result was obtained on one patient sample and a discordant, falsely elevated vitamin d result was obtained on a different patient sample on an advia centaur xp instrument while quality controls were out of range. The discordant results were reported to the physician(s). The samples were retested on an alternate instrument and the (B)(6) result was (B)(6) and the vitamin d result was lower. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the (B)(6) and vitamin d result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the vacuum waste lines were clogged, preventing adequate evacuation of waste from the cuvettes. The cse also discovered that incubation ring was frozen and that two of the aspirate probes needed to be replaced. The cse cleaned the vacuum waste lines and waste bottle connections, freed the incubation ring and lubricated the ring bearings, and replaced two of the aspirate probes. The cse verified the system's vacuum function and the customer ran quality controls, all of which were within range. The cause of the (B)(6) and vitamin d results was related to a malfunction of the vacuum waste lines. This instrument is performing according to specifications. No further evaluation of this device is required.